Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a definitive cause for the reported difficult to remove the gripper line; however, the gripper line break was attributed to the difficulty in removing the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because the gripper line was difficult to remove and subsequently separated, which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned without reported issue and the clip was placed without reported issue. Resistance was felt during establish gripper line removability (eglr) testing. After troubleshooting was performed, the clip was deployed without reported issue; however, during removal of the gripper line resistance was noted and the gripper line separated. After removal of the cds, the gripper line was successfully removed without intervention. The procedure was completed successfully, with mr reduced to <1, no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.